Event description:
A male patient in his 40's became asystolic and died following heart transplant surgery at the end of december 1998. The patient had a heart transplant for idiopathic cardiomyopathy. Viaspan (lot number d8k03-7100) was used as the organ preservative. The ischemic time of the heart was 4 hours. Post anastomosis of the cardiac vessels, the heart never worked well. After the patient's chest incision was closed, he suddenly developed hypotension followed by cardiac arrest. When the patient's chest was re-opened, the heart was asystolic; he died. The organ donor was a 22-yar-old male who died following an motor vehicle accident. According to the surgeon, the kidneys taken from this donor may have had a slightly more acute tubular necrosis post implant.